Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
During a prostatectomy procedure, the instrument did not release from the tissue after firing. The surgeon disassembled the instrument to release it. The hosp reported that no pt injury had occurred.